Manufacturer narrative:
B5, h6- add 1503.

Event description:
It was reported that the pump's usb port was damaged resulting in difficulties charging the pump resulting in the pump shutdown. Customer¿s blood glucose (bg) level was "high"; although specific value was not provided. Elevated bg was address with a correction bolus. The customer continued to use the pump for insulin therapy.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the pump's usb port was damaged resulting in difficulties charging the pump. Customer¿s blood glucose (bg) level was "high"; although specific value was not provided. Elevated bg was address with a correction bolus. The customer continued to use the pump for insulin therapy.